Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling devices w ere being used for the division of the parenchyma. The stapler was able to fire but there was poor staple formation. The staples did not close. The staple line was incomplete at the distal end. Heard a crack with the stapling handle that was used and replaced with another. After the first firing with the reload, tried to solve it with a different reload without success. The second manual stapling handle was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The blade of the second reload is also visible. There was no patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video-assisted thoracoscopic surgery (vats) lobectomy procedure. The stapling devices w ere being used for the division of the parenchyma. The stapler was able to fire but there was poor staple formation. The staples did not close. The staple line was incomplete at the distal end. Heard a crack with the stapling handle that was used and replaced with another. After the first firing with the reload, tried to solve it with a different reload without success. The second manual stapling handle was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The blade of the second reload is also visible. In order to resolve the issue and complete the case, initially used sutures and then used another manufacturer's stapling device. There was no patient harm. The patient outcome is reported as no injury.